Event description:
The customer reported to customer service that breast pump no longer works (that air is escaping). She indicated that she was "painfully engorged." No injuries were reported.

Manufacturer narrative:
Customer service sent the customer a replacement body for her harmony breast pump and a replacement pump in style breast pump. During a clinical assessment of the complaint, the customer was contacted for additional information. The customer indicated that she initially rented a hospital grade pump and gradually increased breast feeding her son who was born prematurely, allowing her to discontinue use of the rental pump. About (B)(6) 2011, her son began having latch issues (turning his lips in while breastfeeding). This caused her to have sore, cracked nipples which became too painful for her to breastfeed. She began using her pump in style breast pump but felt it was not working properly. She became engorged and developed mastitis in her right breast. On (B)(6) 2011 she visited her physician who prescribed dicloxacillin (x10 days). Customer feels much improved but her right breast is still reddened. She reverted back to using the rental pump. As of the date of this report, the breast pump has not returned by the customer. Because the product involved in the complaint was not returned for evaluation/investigation, it cannot be definitely concluded that the pump caused or contributed to the mastitis. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed. We will monitor complaints for similar issues.